Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle detached from the thread before use. No additional information was provided.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample, only pictures showing three open samples with the needle detached from the thread (thread still wound on the pack). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the open samples of the pictures received and that there is a previous confirmed complaint regarding the same issue for this code-batch, we consider this complaint as confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received in the previous complaint showed that the needle escaped from the thread. Final conclusion: taking into account the pictures received show three defective samples, we conclude that this complaint is confirmed by evidence of the failure in the pictures received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.